Event description:
The pump has been returned and was evaluated by product analysis on (b)(64 2013, with the following findings: the force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: the force sensor was found to be out of calibration. During evaluation the pump was able to rewind, load and prime successfully. Contamination was observed on the force sensor assembly. Unrelated to the event the display was found to be dim, the keypad was found to be peeling and the contrast and down buttons were intermittently responding. Contamination was observed under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.